Event description:
The MFR received info alleging an evergo oxygen concentrator did not operate properly while in use. The pt was hospitalized as a result. There was no report of permanent harm or injury to the pt. The device has not yet been returned to the MFR for eval. A f/u report will be submitted when the investigation is complete.